Event description:
It was also reported that the right ventricular (rv) lead pace/sense portion had no capture and high impedance. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.